Manufacturer narrative:
Gbo complaint (B)(4). We received 36rks of item 455071p/ c200534k for evaluation. Received customer pictures. We have no further inventory of the material/batch. We forwarded the complaint, samples, and customer pictures to our supplier. According to their investigation and comments, the historical product record was reviewed, and no abnormalities could be found in relation to the reported event. Customer and retains samples were tested. Testing consist of aspiration volume, additive concentration and gel functionality. No deviation could be observed, and all test results were within the specifications. The complaint cannot be confirmed.

Event description:
Customer states specimens contain fibrin clots after centrifugation. After normal clotting and centrifuge process, the serum gets stuck to the gel itself. They will centrifuge again, it looks good until they try to pipet, again same issue. They have discarded the batch but no changes. They also comment on some of the blood stays on the lining of the tube even after centrifuging.

Manufacturer narrative:
Gbo complaint: (B)(4). We received photos from the customer. We received samples from same material and batch from the customer for the investigation. We have no further inventory of the material/batch. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, supplemental report will be filled.

Event description:
Customer states specimens contain fibrin clots after centrifugation. After normal clotting and centrifuge process, the serum gets stuck to the gel itself. They will centrifuge again, it looks good until they try to pipet, again same issue. They have discarded the batch but no changes. They also comment on some of the blood stays on the lining of the tube even after centrifuging.